Event description:
It was reported that this brady lead was not successfully implanted at the left bundle branch due to failure to capture after multiple attempts. The lead is available for evaluation. No adverse patient effects were reported.